Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
On (B)(6) 2009, the patient had an inflatable penile prosthesis implanted. It was reported on (B)(6) 2011 that the patient required revision surgery to replace the device for unknown reasons. The device was eventually replaced on (B)(6) 2011 due to a non-specified malfunction. Additional information had been requested.